Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was being used to staple across the base of appendix. The surgeon pulled the trigger and the cartridge reload fell off inside the patient. The device partially stapled and continued to cut across base of appendix. The colon was open and stool leaked into the abdomen. The procedure was converted to an open case. The cartridge reload was retrieved. The colon was sutured closed, peritoneum was closed, but skin was left open. A 1000 cc plain saline, 1000cc saline with antibiotic and 1000 plain saline was used to irrigate the abdomen. A possible wound infection is anticipated.